Manufacturer narrative:
Device evaluation: g6, h2, h6, and h11. Results of investigation: the reported failure was confirmed. Bug fix improvements will be implemented on next sw release and this was documented under tfs ID 58571 and 58584. CAPA-000001062 assigned for app hang related issues.

Event description:
It was reported to vyaire medical that the bellavista 1000 us vent was not working, and program was not responding.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - h10: the suspect device has not been returned for investigation. However; the vent was powered on successfully with no alarms. It was requested to perform a circuit check and then send in the logs for review. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : troubleshooting was requested.